Event description:
It was reported that on (B)(6) 2012, the drive connector was damaged when the handpiece was forced into the device. The device was used for non pt testing purposes only. There was no pt involvement and no adverse pt consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.